Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump would "shut off in the middle of feeding" and would not alarm. The initial reporter stated that the patient had not experienced any adverse effects due to the complaint, but did not provide any additional information. (B)(4).